Event description:
It was reported approximately ten years, three and a half months following the implant of a transcatheter aortic bioprosthetic valve replacement procedure, the patient was enrolled in a clinical study with existing, baseline valve failure to determine whether a re do-transcatheter aortic valve replacement procedure, valve-in-valve, is appropriate. The study characterized the failure as structural valve deterioration with a severe increase in the mean aortic gradient which was >20mm hg at baseline and now >30mm hg. No patient symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b1, b2, b5, h1, h6 h1: updated to serious injury due to report of an intervention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that an unspecified intervention occurred.

Manufacturer narrative:
Updated data: b2, b5, h6 - annes f corrected data: b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that eight days following the identification of the failed valve, a redo valve-in-valve procedure occurred and required hospitalization. The second valve implanted was a non-medtronic aortic valve. The patient was discharged two days after the valve-in-valve procedure.